Manufacturer narrative:
The date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.

Event description:
The dentist reported the file broke inside an accessory canal of tooth #10 during a root canal procedure on (B)(6), 2011. The dentist was unable to retrieve the broken file from the canal, she said the canal was filled, the pt was notified and the dentist will observe this pt for infection.